Manufacturer narrative:
The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, legal representative stated the patient with this device experienced vaginal bleeding, bacterial vaginosis, difficult to walk, infection, dysuria, anxiety, depression and bulging (erosion).

Manufacturer narrative:
The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, legal representative stated the patient with this device experienced vaginal bleeding, bacterial vaginosis, difficult to walk, infection, dysuria, anxiety, depression and bulging (erosion). As reported to coloplast, though not verified, legal representative additionally stated the patient with this device experienced pelvic muscle wasting/weakness, lack of resistance during intercourse, scar tissue, bacterial vaginosis, recurrent cystocele with weakened pubocervical tissue, vaginal prolapse, interstitial cystitis, anterior/posterior repair, vaginal mucosa trimming, hospital admission for IV antibiotics, levator muscle spasm with pain along perineum where perineorrhaphy was performed/tension with muscle hypertonicity along puborectalis and pubococcygeus bilaterally, tearful/frustrated with not being able to carry out normal activities and pudendal neuralgia.

Event description:
As reported to coloplast, though not verified, legal representative stated the patient with this device experienced and swelling, dyspareunia, pelvic and perineal pain and myofascial pain.

Manufacturer narrative:
The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. G2. Correction to consumer.

Event description:
As reported to coloplast, though not verified, legal representative stated the patient with this device experienced discharge, abscess, constipation, discomfort, mesh exposure, hernia, pain, urinary incontinence, urinary urgency urinary tract infection, muscle spasm and surgery to remove the device.

Manufacturer narrative:
The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, legal representative stated the patient with this device experienced vaginal bleeding, bacterial vaginosis, difficult to walk, infection, dysuria, anxiety, depression and bulging (erosion). As reported to coloplast, though not verified, legal representative additionally stated the patient with this device experienced pelvic muscle wasting/weakness, lack of resistance during intercourse, scar tissue, bacterial vaginosis, recurrent cystocele with weakened pubocervical tissue, vaginal prolapse, interstitial cystitis, anterior/posterior repair, vaginal mucosa trimming, hospital admission for IV antibiotics, levator muscle spasm with pain along perineum where perineorrhaphy was performed/tension with muscle hypertonicity along puborectalis and pubococcygeus bilaterally, tearful/frustrated with not being able to carry out normal activities and pudendal neuralgia.show less. As reported to coloplast, though not verified, legal representative additionally stated the patient with this device experienced burning vaginal pain and swelling after sitting six to eight hours at work. Patient received bulkamid injection and vaginal rejuvenation injections.